Event description:
It was reported that the user¿s continuous glucose monitor (cgm) sensor expired and the user chose not to start a new libre 3+ sensor due to a scheduled MRI, placing the ilet in bg run mode with manual fingerstick entries and resulting episodes of elevated glucose readings up to 285 mg/dl. Symptoms included hyperglycemia without additional clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to operation in bg run mode and the component not applicable to a specific part or sub-assembly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.